Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced persistent middle ear infections and subsequently the device was explanted (date not reported).